Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) ts was informed that this patient was presented back to the electrophysiology (ep) laboratory two days following the implant procedure because the right atrial (ra) lead had dislodged that required repositioning. The wrench became lodged in the hex slot of the header. When the wrench was turned, the set screw came out requiring device replacement. The local representative was planning to ship the explanted device, set screw and wrench back to boston scientific. Boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon receipt, the device was returned with the ra setscrew stuck on the end of a non-torquing white handle wrench. The shaft of the wrench was twisted in the direction that indicates that the setscrew was being tightened when the damage to the shaft occurred. The ra setscrew was forcibly removed from the wrench. The wrench tip is rounded where it was inserted in the setscrew. The setscrew hex slot flats are relatively crisp and there were no metal filings present. It is concluded that the wrench tip was already rounded before it was inserted into the setscrew. The ra seal plug was lifted and no damage was seen on the terminal block threads (no metal filings present). All of the seal plugs were intact and the remaining two setscrews were returned in the loosened or ¿up¿ position. The two setscrews moved freely in the terminal block. Another setscrew was placed in the ra terminal block and the device was submitted for diagnostic testing. The device was put through and passed testing which verified the performance of pacing, sensing, defibrillation, impedance measurement and recording functions of the device. Analysis determined that the wrench tip had already been rounded before it was inserted into the setscrew. It was also determined that the wrench had not been fully inserted into the hex slot. The white non-torquing wrench is not the wrench that is recommended for this device (model#6628 torque wrench). It was concluded that the issue with the set screw was induced in the field.